Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. An expressew ii gun along with the needle were received. There was no alleged failure on the gun and multiple attempts were made to follow-up on why the device was received. No further information was available regarding the expressew gun and hence it was added as a related product to this event. On evaluating the complaint device (expressew needle) visually, it was observed that the tip of the needle is broken thus confirming the reported complaint. From past investigations of similar failures, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Expressew needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. The expressew gun that was returned was also evaluated to check for any signs of a broken needle that might be stuck inside the gun. Visual and functional testing revealed no signs of a broken needle inside the gun. Visual observations revealed no signs of the jaw being bent. The jaw pin was in place. A brand new needle was inserted inside the gun and the insertion was not smooth. The trigger was found to be sticky and not functioning well. The jaw closure was not smooth due to the sticky trigger. One of the possible causes of the needle break could be because of the functioning of the gun which was not smooth and as expected. However, a definite root cause cannot be determined. Further, a review into the depuy synthes mitek complaints system revealed two similar complaints and one dissimilar complaint for this lot of devices with the product code that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email the tip of the expressew needle broke when it was loaded. The customer has used expressew for many years and it has never happened before. The procedure was completed with same like product. There was a 20 minute surgical delay and the fragment did not fall into the patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The affiliate reported via email the tip of the expressew needle broke when it was loaded. The customer has used expressew for many years and it has never happened before. The procedure was completed with same like product. There was a 20 minute surgical delay and the fragment did not fall into the patient.

Manufacturer narrative:
Concomitant medical products: product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Evaluation statement: the complaint device is not being returned, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 2 similar complaints and 1 dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was discarded.

Event description:
The affiliate reported via email the tip of the expressew needle broke when it was loaded. The customer has used expressew for many years and it has never happened before. The procedure was completed with same like product.